Event description:
Additional information indicated that the patient suffered pericardial effusion from the procedure which did not required drainage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise and inappropriate auto mode switch episodes. The right ventricular lead exhibited inappropriate pacing. The leads were explanted and replaced on (B)(6) 2017. The patient alleged difficulty recovering post procedure due to the physician having to burn the leads off in order to disconnect from the device. The patient experienced chest pain before the procedure and was stable after the procedure.

Event description:
New information received notes that fracture was also noted on both the leads before explant.